Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode with a rate of 180 beats per minute on external telemetry, however, the device did not store the episode or provide treatment. The patient had to be externally shocked. Technical services (ts) was contacted and described the rate not being fast enough to store in the ventricular fibrillation (vf) zone and concluded normal device function. Additional information was received that this ICD had been explanted and replaced due to an unknown reason. No additional adverse patient effects were reported, and this ICD has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.